Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology are unk. It was reported approx 18 months post stent graft implant that the pt presented to the emergency room with severe lower back pain. The CT demonstrated that the stent graft had migrated. The cause of migration was reported to be due to disease progression. It was reported that the physician elected to implant two aortic cuffs, one aneurx and one zenith.